Event description:
During a bunionectomy, the surgeon drilled over the threaded guide wire for the headless compression screw. As the surgeon was inserting the screw, the bone fell out of reduction. Surgeon removed the screw and met some resistance in removing. Surgeon used another k-wire, drill bit and headless compression screw in order to reposition and insert the screw. The second attempt increased the surgery time about 15 minutes. A post op x-ray showed a fragment from the fist screw was left in the pt's bone. It was not determined whether the fragment was from the k-wire, drill bit or the screw. Surgeon completed the procedure; pt is reportedly recovering well. This is 2 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.